Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
This was a pcnl case. When the physician was placing the bi-wire thru the access needle into the kidney, the coating of the wire stripped off the wire, which could be seen on the fluoro. Physician could not locate the coating, but could see the bare wire via the scope. Physician did not remove the wire until the case was finished. No coating remnants were known to be left inside the patient; however that can not be confirmed. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.